Event description:
It was reported that revision surgery is scheduled to be performed. Pain in groin and onset of bone pain associated with walking was reported from (B)(6) 2012. In (B)(6) 2013 the patient reported experiencing increased incidents of a 'shuddering' sensation upon bending and following prolonged standing. Decreased mobility reported.

Event description:
Progressive neck thinning reported by the surgeon.